Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line connector and catheter area during drain 1 of 5 of their pd treatment. The patient reported receiving a draining slowly alarm during drain 1 of 5 of treatment and the treatment was cancelled. The patient was disconnected from the patient line (pl) when walking to the bathroom. No fluid came in contact with the cycler. Fluid was not discovered in the pump module area. The blue pin that is closest to the patient was not pushed in and the patient line was open. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line connector and catheter area during drain 1 of 5 of their pd treatment. The patient reported receiving a draining slowly alarm during drain 1 of 5 of treatment and the treatment was cancelled. The patient was disconnected from the patient line (pl) when walking to the bathroom. No fluid came in contact with the cycler. Fluid was not discovered in the pump module area. The blue pin that is closest to the patient was not pushed in and the patient line was open. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn confirmed that the leak was due to use error of the patient walking to the bathroom without properly disconnecting the patient line. There was no change in the patient's status as it relates to the reported event. The patient was able to complete treatment using the cycler. The pdrn obtained pd cultures, replaced the transfer set, and administered intraperitoneal antibiotics. There was no effect on the patient's outcome. There have been no further issues with the cycler or supplies. The pdrn confirmed that the cycler set is available to be returned for physical analysis.

Manufacturer narrative:
Additional information: a2, a4, b5, d9, g2, h3, h6 impact code, h10 upon further review, it was determined that the event reported on MFR# 8030665-2025-01304 was not a reportable event related to fresenius products. The reported fluid leak was caused by user error as the pdrn reported the patient walked to the bathroom without properly disconnecting the patient line. There was no serious injury, adverse event, or reportable malfunction as a result of this event. There will be no further updates on MFR# 8030665-2025-01304.